Manufacturer narrative:
No further information is available at this tine. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted with hematuria. Laboratory analysis showed that the patient's international normalized ratio (inr) level was 3.9 with stable hemoglobin, and lactate dehydrogenase (ldh) level of 2188. The patient was admitted for hemolysis work-up. Interrogation of the pump revealed that the parameters were all within the normal limits. Additional information received indicated that a ramp study was subsequently performed which revealed that the pump was still working. The patient required a 10,400 rpm speed to unload the left ventricle (lv); however, the aortic valve was opening with every beat. The speed was as high as 12,000 rpm and the lv was shrinking. The cardiologist believed that the pump was working. The patient's ldh levels were improving since being placed on heparin drip and urine color also improved. The patient remained asymptomatic and did not have any signs or symptoms of heart failure.